Manufacturer narrative:
No returned sample or product is expected. Product support tested in-house calibrators on retain samples from sob lot # w44988 for a previous complaint and reviewed mfg pouch release data. Materials used and results as follows: investigation: qc retained sob ((B)(4)) w44988, exp 09/07/09. Qc retained cm cal h ((B)(4)) 180206, exp 07/19/09. Qc retained cm cal z ((B)(4)) 159997e, exp 01/12/12. Tmas, gsp, triage meters. No error codes or standard outliers were observed for tni recovery. All the data points for each calibrator and % recoveries were within mfg final release specs. No high bias in recovery was observed. Product support observations of mfg pouch release data for sob w44988: all the data points for each calibrator and % recoveries were within mfg final release specs. No corrective action required at this time as product deficiency was not established.

Event description:
Customer reported discrepant troponin I (tni) results when testing with triage profiler sob test. Sample was run and had elevated tni results. The sample was retested about an hour later on a different meter and the tni result dropped below threshold. No sample or devices are available for investigation.